Manufacturer narrative:
Per good faith effort (gfe), it was confirmed that the hose was partially disconnected. The hose was adjusted to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device isn't delivering the correct amount of pressure in avaps during use. It was reported it was in clinical use at the time the issue was discovered. However, no reports of patient or user harm or injury. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse provided troubleshooting steps per philips manual to resolve reported issue. It was also suggested to replace the data acquisition printed circuit board assembly (pcba) for the repair. Customer states he will perform pressure accuracy test and callback if further assistance is needed. Investigation is ongoing.